Manufacturer narrative:
(B)(6). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends atrey, amit et al. (2014). A retrospective medium- to long-term results of 1500 agc total knee replacements - an independent centre functional follow up and survivorship. Journal of orthopaedics, ii, 2014, pp. 37¿42.

Event description:
Information was received based on review of a journal article titled, "a retrospective medium- to long-term results of 1500 agc total knee replacements - an independent centre functional follow up and survivorship¿. This complaint addresses 2 patients who were identified in the article that experienced gi bleeding.